Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter, and noise on all electrocardiogram (ECG) signals was observed. Initially it was reported that large frequency noise was displayed on the carto 3 and recording system. The investigational analysis completed (B)(6)2019 . The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no:pc-000566405.

Manufacturer narrative:
The biosense webster inc, (bwi) product analysis lab received the device for evaluation. Upon initial inspection, no damage or anomalies were observed. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a ez steer¿ nav bi-directional electrophysiology catheter, and noise on all electrocardiogram (ECG) signals was observed. Initially it was reported that large frequency noise was displayed on the carto 3 and recording system. The cable was replaced without resolution. The catheter was replaced, and the issue resolved. Additional information was received 10/21/2019, indicating the physician did not have any ECG signals available to monitor patient heart rhythm (example: anesthesia monitor, defibrillator). During the signal interference, the affected catheter was inside the patient¿s body. The observed noise on all ECG signals has been assessed as an MDR reportable malfunction.